Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6: health effect clinical code - pyrosis/heartburn.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient uses unspecified pump in hybrid closed loop. The day before the event, the patient had dizziness and was nauseated (cgm was not documented). The next day, the patient worked and felt nauseated (cgm was not documented). She self-treated with an anti-nausea tablet and ate, then vomited. Later in the afternoon, she was sick again and was vomiting/retching all night. The sensor reportedly failed during the night. The patient reported the cgm had been in the 120s mg/dl. The patient knew the sensor had failed but was too sick to change it. She figured the pump delivering just basal insulin would be sufficient. The morning of (B)(6) 2024, the patient had sever chest and abdominal pain. She went to urgent care where the bg was too high to register. She was taken to the emergency department and treated with an insulin drip for dka. The bg was over 800 mg/dl. She was in intensive care uunit for 3 days. After discharge she had severe acid reflux treated for months with omeprazole. The reflux continued at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.